Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found to be exposed at the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract to indicate that the hard cannula was improperly installed. Blood was observed on the device. The downloaded date returned timeouts and a 0x6a hazard alarm indicating an occlusion occurred. The device was reset and rerun and no abnormalities were found within the rerun data set, and no issues were found with the device components that would cause an occlusion; a root cause cannot be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has been received and is pending an investigation.

Event description:
It was reported by the patient that the needle mechanism did not retract from the cannula as intended after activation. Blood glucose levels reached 270 mg/dl. The pod was worn more than 48 hours before the issue was realized.